Manufacturer narrative:
Concomitant medical products: 407652 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range (oor) high defibrillation impedance.  Isometrics and pocket manipulations were performed, but the impedance could not be reproduced.  The lead remains in use and the  clinician will continue to monitor the lead at this time. No patient complications have been reported as a result of this event.